Event description:
Caller reported issues with the pump, where actions had to be repeated, and the screen frequently went dark, requiring multiple presses of the power button to reactivate. There was no adverse impact to the customer's blood glucose level. Follow-up was declined, and no further actions were taken by technical support at this time.